Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pipeline failure to open was unknown. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
E1: facility (cont.): (B)(6) support force of the chinese people's liberation army medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device was used during a neurovascular flow diversion procedure to treat an unruptured, saccular aneurysm located in the left internal carotid artery segment. The patient¿s vessel exhibited moderate tortuosity, and the aneurysm measured 3 mm in both maximum and neck diameter, with a distal landing zone artery size of 4.6 mm and proximal size of 5.0 mm. Severe vessel tortuosity was encountered, resulting in repeated unsuccessful attempts to deploy the stent; less than 50% of the stent was deployed before failure. The pipeline had not been positioned in a bend. No other steps were taken to open the device. The stent tip failed to open properly or adhere to the vessel wall, specifically at the distal section. The stent was resheathed more than two times, and ultimately, both the stent and catheter were withdrawn together. Upon inspection, the stent tip was found to be frayed and deformed. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was normal. Angiography performed post-procedure showed normal results. The stent was replaced. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a marksman microcatheter and puweisen guide catheter.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex pusher wire was not returned with the braid. Damaged location details: the pipeline flex braid was returned already detached from the pusher wire; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open, frayed, and deformed. No other anomalies were found. Testing/analysis: n/a. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the pipeline flex braid were open, frayed, and deformed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the pipeline had not been positioned in a bend, which rules out the user deploying the braid in the vessel bend as a possible cause. Therefore, severe vessel tortuosity and braid damage could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.